Manufacturer narrative:
The customer retuned the suspected contour meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour test strips from lot # 0hj3b02c using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00591.

Event description:
An advocate called on behalf of the customer to report that they obtained blood glucose readings of 218 mg/dl at 10:39 a.m. On a non-ascensia meter and 473 mg/dl at 10:49 a.m. On the contour meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer. The advocate stated that they used all the test strips, and disposed the bottle. Since the strip information was not provided, this report will be submitted under the meter information.